Manufacturer narrative:
An event regarding decreased range of motion involving an unknown stryker devices was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a "there is no evidence that the multiple explorations, scar excisions, poly exchanges for instability and apparent treatment for peri-prosthetic infection was related to factors of faulty component design, manufacturing or materials." -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of the medical records indicated no evidence that the multiple explorations, scar excisions, poly exchanges for instability and apparent treatment for peri-prosthetic infection was related to factors of faulty component design, manufacturing or materials. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient's left knee was revised due to pain and decreased range of motion. Poly liner was changed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly insert. An evaluation of the device cannot be performed. Devices were retained at (B)(4). Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient's left knee was revised due to pain and decreased range of motion. Poly liner was changed.